Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer replaced the batteries and now has high blood glucose readings. Customer mentioned that units of insulin were going down, however did not see any insulin at the end of the tubing. Customer also received a failed battery test alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.